Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the pump settings confirmed the following: the insulin on board (iob) duration was set to four hours; the insulin to carbohydrate ration was set to 1 unit to 10 grams; the insulin sensitivity factor was set to 1 unit to 5 mmol. Using the patient¿s settings, and ezcarb bolus was performed for 40 grams of carbohydrates with bg of 3.1 mmol and iob of 2.07; the pump correctly calculated a 1.4 unit bolus. The complaint of the iob not calculating properly for bolus doses could not be confirmed or duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The iob reportedly was not calculating correctly into bolus total. It was noted that the iob was turned on in the set up screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.